Event description:
It was reported that, "tightening locking caps and torque wrench tip snapped".

Manufacturer narrative:
Method: complaint history analysis, mfg rec rev., visual inspection and risk assesment. Results: complaint history analysis. Four previous records for torque wrench tip breakage. Previous failure were caused by over-tightening of the blocker and angulation of the instrument during blocker tightening. Mfg record review. No discrepancies noted. Visual inspection. The tip/hex of the torsion shaft of the returned instrument was confirmed to be broken. The fractured fragment was not returned. Risk assessment. Add'l info received had confirmed that everything was removed from pt. A CAPA was initiated in order to identify the cause for these recurrent failures and to propose corrective and preventive actions. Note: this instrument was released prior to the CAPA initiation. It is also possible that user-error contributed to this event as previous conclusions for as hex breakage include the instrument not being fully inserted into the blocker, over-tightening of the blocker and angulation of the instrument during blocker tightening.